Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, serial/lot #: unknown. Product ID: 9733467, serial/lot #: unknown. The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed and no parts were replaced. The software investigation was unable to determine the probable cause of the reported issue because the behavior could not be replicated. No registration could be seen. The 3d model showed a lot of loose skin and breathing tubes as well as unknown tube/wire across bridge of nose. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess) procedure. It was reported that the doctor was having issues registering the patient. Navigation was aborted because registration could not be passed. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.